Manufacturer narrative:
The insulin pump did not have a button error alarm. The device had no button response due to flattened dome switch on esc button. Unable to test the bolus wizard, excessive no delivery test, and low reservoir alarm due to no button response. The insulin pump had a scratched display window.

Event description:
The customer reported via phone call that the insulin pump had button error alarm, no delivery alarm, low reservoir alarm, and bolus anomaly. The blood glucose at the time of the incident was 78 mmol/l. The customer stated that insulin pump was calculating the wrong amount of insulin for a bolus when they use the bolus wizard. Troubleshooting was not able to resolve the issue. The device was returned for analysis.